Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose level was less than 20 mg/dl. Customer found by spouse. The current blood glucose reading is over 600 mg/dl. The paramedics were called to home. Treated with manual injection. Customer experiencing highs and lows. Nothing further reported.